Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported incident of the system monitor had interferences and did not work properly was confirmed when the system monitor (B)(6) was checked by european distribution center (edc) technical service. Functional testing performed by edc technical service staff revealed that the system monitor displaying odd graphics and text. Troubleshooting of the (B)(6) isolated the issues to a faulty liquid crystal display (lcd) screen assembly. The faulty part was replaced, and the display issue was resolved. After the repair, performed preventive maintenance. Performed full functional checkout where the unit passed all test steps. The repaired unit was sent to customer. The reported incident of a system monitor displaying odd graphics and text, was confirmed when the unit was checked by technical service. The reported event of the system monitor¿s display malfunctioning was confirmed when the heartmate system monitor (B)(6) was checked by edc technical service. The reported event of issues with the system monitor display was confirmed via evaluation of the returned system monitor (serial number: (B)(6)). The system monitor was returned to service depot and evaluated. The system monitor displaying odd graphics and text during testing, reproducing the reported event. The lcd screen was replaced and the issue resolved. After replacing the lcd screen, a full functional checkout was performed and the unit passed all tests. The repaired unit was returned to the customer site. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed, and the records revealed the system monitor (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate iii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during an onsite training for a future implant, the system monitor had interferences and did not work properly.